Event description:
Patient reported "ruptured" against unknown side implant. The status of the device is unknown. Manufacturer of the device is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.